Event description:
It was further reported the patient presented with signs of chronic heart failure. The patient was fatigued and short of breath. The patient had unplugged their vad. Milrinone was initiated after the heart cath. The patient was sent home on milrinone and oral diuretics.

Manufacturer narrative:
A supplemental is being sent for additional information. Updated fields: b5. Desc evt problem h6. Patient codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after the patient accidentally disconnected both power sources, reconnecting power sources did not restart the vad, nor did controller exchanges restart the vad.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on (B)(6) 2024 at 08:52:46, in which the motor start parameters were atypical. Review of the alarm log file revealed one (1) low flow alarm logged on (B)(6) 2024. Log file analysis associated (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed one (1) controller power-up event logged on (B)(6) 2024 at 18:39:14, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. After the loss of power at 18:39:14, safety alert word (saw) values were recorded on (B)(6) and (B)(6), indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in loss of power to the controller. This was followed by one (1) vad stopped alarm at 18:39:51, indicating that the pump failed to restart after multiple attempts. Furthermore, log files revealed one (1) vad disconnect alarm was logged 18:44:08, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the alarm. Additionally, log file analysis revealed three (3) additional controller power-up events were logged at 18:47:47, 18:49:05 and 18:51:16, likely due to troubleshooting. Log files also revealed two (2) vad stopped alarms were logged at 18:48:13 and 18:51:40, indicating the pump failed to restart after multiple attempts. Log file analysis then revealed one (1) vad disconnect alarm was logged 18:48:43, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the alarms. As a result, the reported low flow event, atypical motor start parameters, vad disconnect alarms, vad stopped alarms, failed motor starts and loss of power events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of (B)(4) [subgroup 3]. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. CAPA pr00532915 is investigating pump failures to restart. A possible root cause of the loss of power events can be attributed to the double disconnection of power sources as described in the event details, troubleshooting of the vad stopped alarms and/or due to the battery discharge overcurrent condition. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. Per the instructions for use, worsening heart failure and driveline infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was taken for right heart catheterization with pulmonary artery catheter placement and medication was initiated. It was also reported that there were concerns for chronic right leg extremity and driveline infection. A debridement and irrigation was performed at the driveline exit site and medication was administered. Cultures were positive for klebsiella, a. Faecalis and stenotrophomonas maltophilia growing from a wound on the right foot.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient has a history of polysubstance abuse and noncompliance, not following up in clinic.

Event description:
It was reported that a review of log file data revealed multiple motor start events with parameters outside the typical range and failures to restart after atypical parameters. It was also noted that the vad exhibited low flow alarms, vad disconnect alarms, and vad stops. Furthermore, the controller exhibited loss of power. This device is included in the subgroup 3 population for delay or failure to restart. The patient is currently admitted to the hospital and receiving treatment. It is unknown at this time what course of action will be taken by the hospital for this patient. The vad and controller remain is use. The patient is not a transplant candidate or an exchange candidate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 13-dec-2021 / serial #: (B)(6). D9: no h3: no h4: mfg date: 08-dec-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(4). H3:yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 05/jul/2024 at 08:52:46, in which the motor start parameters were atypical. Review of the alarm log file revealed one (1) low flow alarm logged on 13/sep/2024. Log file analysis associated (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed one (1) controller power-up event logged on 26/sep/2024 at 18:39:14, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 92% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. After the loss of power at 18:39:14, safety alert word (saw) values were recorded on (B)(6), indicating an over-current alert. It is likely that the over-current condition prevented the battery from providing power, resulting in loss of power to the controller. This was followed by one (1) vad stopped alarm at 18:39:51, indicating that the pump failed to restart after multiple attempts. Furthermore, log files revealed one (1) vad disconnect alarm was logged 18:44:08, indicating a physical disconnection of the drive-line from the controller, likely due to troubleshooting of the alarm. Additionally, log file analysis revealed three (3) additional controller power-up events were logged at 18:47:47, 18:49:05 and 18:51:16, likely due to troubleshooting. Two (2) vad stopped alarms were logged at 18:48:13 and 18:51:40, indicating the pump failed to restart after multiple attempts. Log file analysis then revealed one (1) vad disconnect alarm was logged 18:48:43, indicating a physical disconnection of the drive-line from the controller, likely due to troubleshooting of the alarms. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.